Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an unruptured saccular aneurysm located in the internal carotid artery underwent a procedure involving the pipeline vantage with shield technology. The aneurysm had a maximum diameter of 7 millimeters and a neck diameter of 7 millimeters, with moderate vessel tortuosity. At a 6-month follow-up, the stent was observed to be fish-mouthed distally and cigared proximally, with noticeable in-stent stenosis during follow-up imaging. Dual antiplatelet treatment was administered, and the angiographic result post-procedure showed a well-apposed stent. The patient did not exhibit any symptoms. The devices were prepared as indicated in the instructions for use (IFU). Ancillary devices: phenom27 catheter additional information received reported the patient is asymptomatic. The healthcare provider (hcp) will keep the patient on dapt for 3 more months, no imaging and repeat angio in 5 years unless the patient becomes symptomatic.